Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16-14mm amplatzer duct occluder was chosen for procedure using a 7f amplatzer torqvue delivery system for a patient with a post-infarct ventricular septal defect (vsd). The patient had a myocardial infarction on (B)(6) 2023. The physician made the decision to chose an amplatzer duct occluder due to the vsd localization at the apex of the heart. Heparin was administered during procedure. The occluder was unable to be introduced inside the delivery system. The device was blocked at the entrance of the delivery system. After a few attempts, the decision was made to replace the delivery system with an 8f amplatzer torqvue delivery system. There were multiple manipulations to find the optimal position of the occluder. The occluder recaptured once before it was implanted. A pericardial effusion was noted at the apex of the heart. The activated clotting time (act) level was 360 seconds. A pericardiocentesis was performed with a reduction to the effusion. However, the pericardial effusion then developed into cardiac tamponade and was unable to be reversed. The patient died at the end of the procedure. The pericardial effusion was believed to be due to catheters and wire manipulations. The death was believed to be related to the procedure and the patient's comorbidities.

Manufacturer narrative:
An event of difficulty positioning the device, pericardial effusion that led to cardiac tamponade and patient death at end of procedure was reported. The patient had history of myocardial infarction. Information from field indicated that there were multiple manipulations made to find optimal position and that the occluder was recaptured once before implantation. A pericardiocentesis was performed. The pericardial effusion was believed to be due to catheters and wire manipulations. The death was believed to be related to the procedure and the patient's comorbidities. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.